Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir was leaked. The customer¿s blood glucose level was 275 mg/dl. The customer stated that the location of the leak was at the o ring end. The troubleshooting was performed for the leak. The device will be returned for the analysis.